Event description:
Left siderail light control not working

Manufacturer narrative:
Account tried to repair and damaged pt. Pc board. Technician troubleshot and found water damage on univ. T.v. J-box pc board. Technician replaced parts to resolve.